Event description:
The customer reported the following: a 72-year-old, female outpatient with an admitting diagnosis of shortness of breath was undergoing a cardiac catheterization procedure utilizing the avanta fluid management system. Following a contrast injection, air bubbles were observed in the lad and circumflex artery. The patient suffered a cardiac arrest and resuscitation efforts were performed including administration of medication, defibrillation and the insertion of an intra-aortic balloon pump (iabp). The patient was moved to the intensive care unit and was reported to be improving.

Manufacturer narrative:
Bayer service visited the customer site on (B)(6) 2020 and performed a checkout of avanta fluid management system, serial number (B)(6). The system was found to perform to specifications. Bayer medical care product analysis received and examined the available disposables returned by the customer. The syringe was unable to be tested due to severe contrast fouling which was unable to be cleaned from the syringe. Functional testing of the mpat tubing (contrast only) and spat were able to be completed and determined the disposables performed to specifications. A bayer clinical support specialist visited the customer site and performed additional applications training on (B)(6) 2020. The avanta fluid management system remained in use following the site visit. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Manufacturer narrative:
Bayer service visited the customer site on november 11, 2020 and performed a checkout of avanta fluid management system, serial (B)(4). The system was found to perform to specifications. In addition, a request for the suspect disposables used in the reported occurrence have been made. An offer for additional applications training has been accepted by the customer and a site visit date is being scheduled. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the following: a (B)(6)-year-old, female outpatient with an admitting diagnosis of shortness of breath was undergoing a cardiac catheterization procedure utilizing the avanta fluid management system. Following a contrast injection, air bubbles were observed in the lad and circumflex artery. The patient suffered a cardiac arrest and resuscitation efforts were performed including administration of medication, defibrillation and the insertion of an intra-aortic balloon pump (iabp). The patient was moved to the intensive care unit and was reported to be improving.